Event description:
The device was returned without any allegation of malfunction. However, it was reported that during service and repair pre-testing the motor device had "broken power, frayed cap cable, loose connector on muffler, error code e8 and was unable to perform test". No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation without an alleged malfunction. Reliability engineering evaluated the device and observed that the device had a "broken power, frayed cap cable, loose connector and an error code e8. Evidence indicates this was due to improper care and maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.